Event description:
A vns programming physician contacted our consultant and reported that they had a patient who had a fall a week or two ago, and since then, had been experiencing an increase in seizures. The patient had come into the office today ((B)(6) 2013) to get their device checked, and at first they could not interrogate the device. The tc had the physician troubleshoot the equipment, and it was determined that the cable connections between the handheld and wand needed to be tightened. Once doing so, they were able to interrogate without a problem. The patient's generator was interrogated, and diagnostics were run. The tc was told that diagnostic results were all within normal limits, and the device is working fine. The physician decided to increase the output current. No further information was attained. The relationship of their seizure increase to their vns and if over prevns levels is not known at this time. Good faith attempts thus far have not provided any further information.